Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test, bad battery, low battery, and another error alarm. The blood glucose reading was 65 mg/dl, which was treated with food, since the customer had not eaten for a while. The customer declined troubleshoot for low blood glucose. Despite the low battery alert, the battery indicator did not show less than 2 bars on the screen. The call was dropped several times in between troubleshooting steps. During a troubleshoot for the alarms, it was found that the customer did not use the recommended brand of batteries. Advised that a replacement battery cap would be sent. Nothing further reported.